Event description:
This event was reported as an explant at implant due to severe regurgitation after implant of the valve with a coaptation problem. The customer used the incorrect sizers customer has been provided with information on the correct sizers to use the valve. The valve was completely implanted; however, the replacement valve was implanted before the patient's chest was closed. No further information was provided.